Manufacturer narrative:
Information was rec'd from a consumer who is not required to complete form 3500a. Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unk whether the plate was implanted with the correct fit and contour to the pt's anatomy. Pt factors that may affect the performance of the device include: age, bone quality, height/weight, activity level, type of activity (low impact vs high impact). There is insufficient information to perform a probable cause analysis. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to he reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the pt was revised due to fracture of the plate approx two months after implantation.